Event description:
It was reported that during procedure, a chip on the tip of the fiber was noted. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, a chip on the tip of the fiber was noted. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the device found that the device was received in one piece, no defects to fiber body. The glass tip was degraded. During functional testing of the subminiature version a (sma) connector has burn marks on connector face and the beam light was bright and round. During functional testing the fiber was connected "treatments used: 3 treatments left: 7" was displayed. The burn marks observed on connector face, and distorted light exiting the face which indicating an internal connector fracture. The product instructions for use (IFU) states, "inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement". Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, however, the returned fiber had burn marks on the connector face was assigned to investigation cause code of cause traced to component failure and explains the causes for the observed failure.